Event description:
The customer contact reported that during preventive maintenance testing a the user facility, the device did not deliver a dose when the button on the bolus cord was pressed. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for eval. The customer contact reported the issue was resolved. No further info was provided. If the device is received, a follow-up report will be submitted. This report represents all the information known by the reporter upon query by hospira personnel.